Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter found the catheter body had significant twisting that may have affected infusion and the catheter body had damage to the transition tube. Interrogation of the device revealed it also contained infumorph (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2015 a pump reservoir volume discrepancy was observed. The expected residual volume (erv) was 3.8ml while the actual residual volume (arv) was 19ml. The cause of the discrepancy was ¿pump not running.¿ a rotor/roller study and x-ray were performed as well as the pump logs checked. The rotor study was done using 0.1ml bolus over 1 minute. The rollers did not move at all. The patient experienced a decrease in therapy results and less than 50% therapy relief. On (B)(6) 2015 the device system was replaced. The catheter was out of the intrathecal space and was coiled in the pump pocket. The physician thought the catheter was coiled ¿over 300 times.¿ the pump had been flipped ¿so many times¿ by the patient which caused the catheter to be pulled out of the intrathecal space. The catheter could not be aspirated so the doctor opened up the midline incision and the catheter was completely out of the intrathecal space. The catheter was replaced. A back table prime was performed of 0.4ml over 2 minutes of the old pump to see if fluid would come out of the side port and it did. However, when the rotor study was repeated in the operation room (or) to make sure, the rotors still did not move. An x-ray was performed and the rotors did not move at any point. Therefore, the doctor decided to replace the pump as well to be ¿better safe than sorry.¿ the pump and the entire catheter were replaced. There were no old catheter segments left implanted. It was noted that the pump may not have been sutured down completely and the patient was a ¿flipper¿ so that caused the issue. Following the replacement the patient was doing well. The device system delivered dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.